Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the glass lor syringe got broken during use and the medical agent leaked accordingly. Therefore, a new kit was used to complete the procedure. No injury to the patient nor the user occurred."